Event description:
It was reported that log file review captured a loss of power to the mobile power unit on (B)(6) 2026. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information.no further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.